Event description:
A customer complained to the orthocare helpdesk on (B)(6) 2022 after obtaining a discrepant negative grading of a reaction obtained in dat for one patient sample using an ortho vision max ID-mts analyser (j50002745) equipped with software version 5.13.2. Complainant/complaint reporter: ms (B)(6) - medical technologist date of event: (B)(6) 2022 reported on: (B)(6) 2022 by ms (B)(6) to the orthocare helpdesk reagents: ortho mts system anti-igg card lot 091422001-02 expiry date 18 january 2023 manufacture date (B)(6) 2022 software version: 5.13.2 patient information: not provided the customer reported that on (B)(6) 2022, they had tested a patient sample for dat testing using ortho mts system anti-igg card lot 091422001-02 in conjunction with their ortho vision max ID-mts analyser and that they had obtained an indeterminate '?' Reaction with column 4 and a negative reaction with column 5. The customer stated that on manual review of the card they graded the reaction with column 4 as a positive reaction (1+ reaction strength). No further detail provided. The customer reported that no biased result was reported to the physician. The customer reported that the patient was not harmed as a result of the reported event. Mxp# 2479886; ra# 600144.

Manufacturer narrative:
The e-connectivity results report for testing performed on the customer's ortho vision max ID-mts analyzer was provided and confirmed the pattern of reaction as reported by the customer. The digital card image was reprocessed by ortho care and confirmed the indeterminate '?' Reaction with column 4 and negative reaction with column 5 obtained by the customers ortho vision ID-mts analyzer. This analysis confirmed that the card imaging system (cims) functioned as per design. The assignable cause of the discrepant negative grading of the reaction in dat obtained by the customer could not be determined. In any case there was no evidence of any systemic failure of the ortho clinical diagnostics analyzer to perform as intended. No further complaints of this type have been received from the customer site since the time of the reported event.